Manufacturer narrative:
Follow up #1 submitted: 02/04/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed only typical usage alarms and warnings. On testing, the pump powered on with vibratory and audible sounds. The pump was exercised for 24 hours without any 0.00 unit boluses recorded. A normal 10 units bolus and 10 unit audio bolus was successfully performed and recorded in the pump history. All keypad buttons were tested and noted to be normally responsive without hypersensitivity. Investigation was unable to duplicate the complaint.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump vibrated and delivered 0.0 unit bolus. The reporter stated t his happened about one month ago and then twice this week. The reporter confirmed that there are no issues with the keypad. The patient wore the pump on the waist. The bolus history shows up normal and also shows the 0.0 unit bolus. There is no reported adverse event with this complaint. This is being reported due to the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.